Event description:
It was reported by the user's mother that the sleep/wake button on the ilet bionic pancreas was intermittently unresponsive, requiring three to four presses before activation, and the caregiver planned to clean the button surface and monitor performance. Investigation included consultation with support and user education on cleaning and use. Investigation of this case revealed that no device alerts or alarms occurred, and functionality could not be verified because the user was not available during the call. Symptoms included no clinical effects. Outcomes included no impact on activities of daily living and no medical or hospital care. It was concluded that the cause could not be determined based on the information provided.